Event description:
A surgeon reports observing delayed iris occlusion in approximately 3% of pts who have undergone implantation with the istent. Pts were treated with an nd:yag laser to unblock the iris from the snorkel of the istent or by directly cutting a hole to the snorkel. In addition, one pt was treated using cautery to shrink the iris out of the snorkel and microscissors to make an iridectomy. The interventions were reported to be effective in lowering iop. No further info is available.

Manufacturer narrative:
The devices remain implanted and are not available for evaluation. No device or pt identifiers were available. The device labeling identifies a 4% incidence of stent obstruction by iris, vitreous, fibrous overgrowth, fibrin, blood, etc. The approximate rate of occurrence reported by the surgeon is consistent with the labeled rate. Stent obstruction is an inherent risk of glaucoma stent surgery. (B)(4).